Event description:
It was reported the charger and programmer have been experiencing difficulty locating/communicating with the ipg. As a result, the patient may undergo surgical intervention and/or move toward alternative treatment options.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced. The patient's therapy has been restored.